Event description:
The following was reported to hamiton medical ag: the patient suffered from general pain and movement disturbance due to fall for 9 hours, and was sent to bed 6 by emergency oxygen inhalation flat car at 05:40 on (B)(6) at 04:10 on (B)(6) the patient was given a hamilton ventilator to assist breathing after endotracheal intubation due to low blood oxygen. At about 08:20 on february 5, the ventilator failed to reach the patient's tidal volume. The tidal volume parameter was set to 460, and the actual exhaled tidal volume was only about 126. The bedside blood gas analysis of the patient showed that carbon dioxide retention, pco2 63mmhg . No patient harm was reported.

Manufacturer narrative:
Case is under investigation. Hamilton medical ag case number is: (B)(4).